Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The investigator also observed that a strut on the most distal row of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal from the patient. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The severely calcified target lesion was located in the bifurcation. A 2.50x32mm promus element¿ plus drug-eluting stent was selected for use to treat the target lesion. However, after several attempts to advance the device, the stent delivery system (sds) failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.